Event description:
It was reported that an mi60l was removed intraoperatively due to a damaged trailing haptic noted after insertion into the pt's eye. A 1.8 viscoject was used as a delivery device. The incision was enlarged to remove the lens, and another lens was implanted into the capsular bag without difficulty. No sutures were used to close the wound and the pt's current prognosis was reported as good. Reference MDR # 1119279-2012-00095 for the intraocular lens.

Manufacturer narrative:
The delivery device was not returned to b+l for eval; therefore, product eval could not be conducted. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based of the info available, the root cause of the reported event could not be determined.